Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be conducted as the device was not returned. Lot history review could not be conducted as the lot information was unavailable. As in the article, it was concluded that reported perforation and cardiac tamponade was attributed to interventional technique of the physician that wire manipulation was done without checking the wire position. Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Malfunctions and adverse events section of the instructions for use states: damage to a vessel, including possible vessel perforation.

Event description:
According to an article "the inherent catastrophic traps in retrograde cto pci" posted on the catheterization and cardiovascular interventions (00:00-00 (2017)), the subject guide wire was used in a retrograde pci. The guide wire was advanced to the septal channel and a 2.0 mm balloon catheter was inflated without confirming the position of the wire tip. After inflation, it was recognized that the wire tip went into the pericardium. Although extravasation of the contrast media was insignificant, the patient underwent cardiac tamponade two hours later. Pericardiocentesis was performed.